Event description:
It was reported that a patient underwent an anterior and posterior colporrhaphy, mesh sling implantation with mesh repair due to erosion in (B)(6) 2010. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4): it was reported that bs advantage mesh was implanted on (B)(6) 2010 during the pelvic floor repair mesh explantation.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-04867. The same patient is represented in each medwatch.